Event description:
On 02/26/2024, infutronix received a report from a healthcare facility that a pump had an issue of ''incorrect library program loaded onto pump". This makes the pumps inoperable. No other details provided associated with this event. Device was requested to be returned for further evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there were several similar complaints that the software was configured wrongly. This pump has yet to be returned for evaluation. We cannot confirm the reported wrong library configuration. If the pumps are returned, we will reopen this complaint and investigate and update this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The packing slip was reviewed, and it was found that the pump was shipped to the correct account, with the correct library on the device. It is likely that the distributor shipped this pump to a separate location.

Event description:
This is a follow up medwatch report for 3011581906-2024-00303.